Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: continuous activation probable root cause: probe short (possibly due to fluid ingress), open circuit (possibly due to loose, elecrical connection), power output variation, wrong default setting, nonconforming, hand piece cable, console error, crossflow temperature mitigation actions, use error. The failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the device was continuously activating.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.